Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported their stimulation would turn off usually about once a week and the issue began about 3 weeks ago. Patient noted all 4 of their leads would be turned off (agent understood this as programs). The pt reported they charged their controller and their implant every night both at 100% and sometimes the implant would deplete to 10% by the morning or other mornings the implant would be completely empty. Patient noted the issue happened almost every week and the issue began bout 3 weeks ago. Patient denied changing any of their stimulation settings. Pt stated issue started 2 months ago, where the implant was draining faster than usual without them changing stimulation. Pt also stated they see stimulation off without them tuning off stimulation and issue started couple weeks ago. Patient stated their lithium battery was holding charge fine. Patient stated they spoke to the mdt rep who told the pt they needed a new lithium battery. Agent explained to pt how the controller lithium battery was not related to implant battery draining . Agent redirected patient to their healthcare provider (hcp) and reviewed role of representatives.